Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was also received with a cracked case on the display window corners, minor scratched liquid crystal display window, broken reservoir tube lip, cracked belt clip slot, and broken battery tube threads. The unit communicated properly with the glucose sensor simulator test and no sensor error alarms were noted.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had sticking buttons. She stated that she was unable to clear the alarm at times due to the keypad anomaly. She stated that she could sometimes clear the alarm by removing the battery. She stated that the button error alarms occurred 4 separate times during the past week. She noted that the insulin pump also alarmed sensor error. The customer did not know the blood glucose reading. She added that she had frequently dropped the device in the bathroom but noted that it had not been slammed against the floor. She did observe a missing piece from the battery compartment opening, but she advised that the battery cap still fit snugly. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.